Event description:
It was reported that the patient felt dizzy when coming within close range to television. It was explained to the patient that interference could cause patient to be symptomatic. Device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.